Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The customer works around x-ray machines. Customer's blood glucose level was 500 mg/dl. The customer mentioned he was hospitalized in the past but it was not diabetes related. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.